Manufacturer narrative:
The instrument was returned along with the screw that still had the tip of the instrument cold fused within it. The tip was not able to be removed from the screw so therefore the inspection of the tip was not able to be done. However, the DHR as well as the inspection of the instrument material hardness were reviewed and all were within specifications.

Event description:
During an anterior cerplate fusion surgery while driving the cervical screw into the bone the tip of the driver sheared off. The surgeon was able to remove the screw and replace. Surgery was completed successfully.